Manufacturer narrative:
(B)(4) date sent: 08/27/2021 product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information was requested, and the following was received: what were the indications for surgery? -pain in lower abdomen and cancer in lower abdomen and rectum area was the leak identified intra-operatively during the initial procedure or did the leak occur post-op? -intra operatively if the leak occurred post-op, how many days post-operatively did the leak occur? -na how was the leak identified? -yes what was observed at the site of the leak upon reoperation? - it was leaking and surgeon had to suture it was the staple line visualized endoscopically during the initial surgical procedure? - na did the patient receive any preoperative chemotherapy or radiation? -yes were there any issues experienced with the device in the initial surgical procedure? - no what healthcare professional fired the device and what is his/her experience with the device? -dr. Has been using this device earlier also in past where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? -middle b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? -yes was the device difficult to close? -no was the device difficult to fire? -no did the healthcare professional receive audible & tactile feedback when firing the device? -yes were the donuts inspected? If so, please describe. -yes but incomplete donuts were found was a complete transection of the white breakaway washer visually confirmed? -yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. - yes staple formation was not proper b shaped what is the current status of the patient? -fine surgeon sutured and repaired the leak h11: corrected data = h1 MDR decision: not reportable. Upon review of the information provided in h10, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Was the leak identified intra-operatively during the initial procedure or did the leak occur post-op? If the leak occurred post-op, how many days post-operatively did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation was the staple line visualized endoscopically during the initial surgical procedure? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient?

Event description:
It was reported that the cdh29a circular stapler was fired, and surgeon complained leak from staple line. Post-op. It is unknown if the patient required a medical intervention. Procedure: anterior resection.